Manufacturer narrative:
Philips service replaced the defective pc (pc, iw1.5.1 software pack, displayport to dvi sl adapter packed, win7 embedded license packed, 3dws haswell copper tpm rev_I) and updated the software, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the 3d computer failed to power up and made loud noises on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.